Event description:
It has been reported to philips that the customer was unable to perform geometry movements. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned procedure was aborted, and the issue was not resolved by restarting the system. A philips remote service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by the rse indicated that there was an error of unable to communicate with geometry pc. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the geometry failed, and that the system was unable to communicate with the geometry pc. Fse replaced geometry pc and installed software resolving the issue. The geometry pc was returned for analysis and the part analysis indicated that the main board of the geometry pc failed. After replacing the geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.